Manufacturer narrative:
Analysis confirmed rib clavicle crush damage and resistance to low lead impedance. Found shorting due to clavicle crush damage. And also found clavicle damage in the distal portion.

Event description:
It was reported that the right atrial lead sustained rib clavicular crush and exhibited low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.